Manufacturer narrative:
Analysis of the ins ((B)(4)) found that it was overdischarged and permanently damaged. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient had 2 falls and device was por. Patient reported difficulty charging. Patient's device was reset and replacement was discussed and planned. Issue is resolved at this time. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the por attempt failed. The rep reported that the device remained in por. No date for surgical intervention had been scheduled. No further complications were reported.